Manufacturer narrative:
The returned device was evaluated. Visual inspection upon receiving revealed no external damage or defects. The device was able to obtain spo2, pi, and pulse rate readings; however, not all the led digits lit up upon start up. The d1 component on the system circuit board had an open circuit across its nodes which prevented some of the led digits from lighting up. The customer's complaint was duplicated. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.

Event description:
The customer reported the rad-57 device is missing segments. No patient impact or consequences were reported.